Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and unable to recover. The customer had tried to recover the drawer, but an error message is displayed on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 pockets b1 was failed. A field service engineer identified a failed pocket in drawer 1.1 due to pocket absence, performed recovery, and verified functionality through diagnostics. The system functioned as intended after the field service engineer repaired the device.